Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: crystals are discharged from the inside of channel a root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reposted that, the colonovideoscope exhibited residual patient tissue in the forceps channel. There was no patient involvement.